Event description:
A user facility reported that the seal in the cuff was not intact on the lma proseal. The physician was unable to maintain a seal since there was a puncture in the seam of the cuff. The problem was found during patient use. The mask was replaced with a second proseal, which also failed to maintain a seal. A classic was used with no problem. It was reported that there was no pt injury or problem. The user facility returned the lma for evaluation. No further info is expected.